Event description:
It was reported that high thresholds with periods of non-capture, and high impedance measurements that had increased were exhibited with the right ventricular (rv) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.